Event description:
It was reported that the handpiece began overheating during a tooth impaction procedure. There was no reported patient or user injury, and the procedure was completed successfully.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, the most likely cause for the alleged complaint was a problem with the motor cartridge, which was replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.